Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the as90 is not smooth on top and gets caught on clothing and pulls off event on (B)(6) 2025. The infusion set was in use five minutes to two days. The patient replaced infusion sets and resumed insulin successfully.